Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2016-02331 pertains to the other device. It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure on (B)(6) 2016. According to the complainant, during the procedure, upon deployment into the ligament, the needle detached from the suture and was lodged inside the capio cage. A second uphold lite with capio slim was opened but the needle also detached from the suture and was found inside the capio cage. The physician finished the procedure by attaching a monodek suture to that second uphold lite mesh leg and pulled the mesh in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.